Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurate results. The control solution lot is to produce a reading between 102-138 mg/dl and results fell out of this range. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.